Manufacturer narrative:
System assessment indicates a tube leakages happened around run #2649 (tube lot 00727z) causing a disturbance in the background as well in the baseline leading to the alleged invalid runs. In addition, run # 2653 was found to be potential false positive for flu a and flu b caused by the leakageroche received complaints alleging invalid and/or false positive results with the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system for one or more targets (sars-cov-2, influenza a, influenza b). When reviewing the customer-provided data associated with the reported invalid and false positive results, abnormal pcr curves were observed.per the on-going investigation, several potential causes for the abnormal pcr growth curves leading to invalids and false positives have been identified. These include tube leaks, abnormal pcr steps, and loose thermal sensor wiring.overall across the installed base, these issues from product use may occur sporadically.for invalid or false positive influenza results, adverse health consequences are not likely. For invalid sars-cov-2, adverse health consequences are not likely since detectability is high and testing can be performed on alternative platforms. For erroneous positive sars-cov-2 results, there is the possibility of adverse health consequences in high risk individuals. As stated in the instructions for use, clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status.a cobas liat software update and a new cobas® sars-cov-2 & influenza a/b script to better identify errors and detect abnormal pcr curves will be made available in due course.consignees have been notified.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR.a customer alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b test on the cobas® liat® system. Originally, the sample generate a positive influenza a and b result but was negative when retested on a different platform. The results were reported out and no harm was alleged.typically, samples are collected with nasopharyngeal swabs and prealiquotted 3ml saline, teknova brand with flexible, synthetic, mini-tip flocked swabs.an investigation was performed to evaluate the customer issue.

Manufacturer narrative:
Corrected to list the analyzer instead of the reagent. Subsequently, corrected the manufacturer's site (single use to no). Updated device returned to manufacturer? (From no to yes.) Analyzer was returned for service. (B)(4).